Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the screw was placed 10 mm off the plan. The cad model on the tap had a large gap between the instrument and the cylinder projection. There was no patient impact reported and a less than one hour delay to surgery.